Manufacturer narrative:
The occupation and if the reporter is a health professional is unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿static, it might be the cord and the image temporarily disappears¿ was confirmed due to a faulty cable unit. The unit¿s charge-coupled device (ccd) had a dead pixel causing a white dot showing in image. The coupler was slightly bent causing an off-center image. Severe kinks were noted in the cable and causing a shortage. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, static was observed and the image would temporarily disappear. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that the intermittent images were displayed because the video communication could not be transmitted to the processor due to the damage of the cable. The legal manufacturer reviewed the product shipment record, and noted no problem with the device. The damage to the cable is thought to be due to the handling of the user. The legal manufacturer confirmed the contents of the instruction manual at the time of shipment of the product were describe damage to the cable, and the following descriptions were and may have prevented the phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer reviewed the service/repair history for the subject device and found the device was returned on september 15, 2020 and may 18, 2021 for image issues. As a result of confirming DHR, it was confirmed that there were no abnormal in manufacturing, special adoption, and unevenness.